Event description:
On (B)(6) 2012, animas received a fax message indicating the pump had failed. There was no additional information provided. Customer technical support made attempts to contact the patient for additional information and troubleshooting, without success. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.